Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
One of the pump assemblies was damaged. The company representative observed that while testing, the unit shutdown. The company representative replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.